Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, pcb00 monofocal iol (intraocular lens) was defective. It was also noted that there was no patient involvement. Further information provided reports it was a failure to eject, which occurred on the 4th of february. No further information was provided.

Manufacturer narrative:
Upon further review and confirmation received through follow-up, there was a failure to eject issue with the device and no patient contact. Therefore, this complaint no longer meets reporting criteria and is now considered not to be a reportable event. No further information will be provided under MFR number 2648035-2019-00264. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.